Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. The school nurse delivered a correction bolus to address the bg level. Tandem technical support had the contact perform a system check and the infusion site was found to be the cause of the occlusion. Reportedly, the customer was using apidra in the cartridge.